Event description:
It was reported that the patient experienced an increase in baseline pain under his rib cage on the front right side of his body. It was noted that the patient had fallen on the ice several times over the winter, but no specific event stood out. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3778-60, lot #: v700675016, implanted: (B)(6) 2011, explanted: na. Lead model: 3778-60. Lot #: v700675019. Implanted: (B)(6) 2011, explanted: na. Trialing cable model: 355531, lot #: n300534n01, implanted: (B)(6) 2011, explanted: na. Programmer model: 37743, serial #: (B)(4). Recharger model: 37752, serial #: (B)(4).